Event description:
Surgeon stated that he put in the sureform 45 curved tip stapler into the trocar and the robot sent an error code. Multiple attempts made, but couldn't get the staple load out of the stapler due to the jaws not opening. Different stapler used to complete task.